Manufacturer narrative:
Correction made to d4: expiration date: 04/29/2024 (previously submitted as ni) additional information was added to g1: device manufacturer e-mail, h3, h6, and h10. H10: the actual device was not available; however, fifty-five (55) companion samples was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on five randomly selected samples and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet was leaking. The leak was observed during setup. There was no patient involvement. No additional information is available.